Manufacturer narrative:
No complaint was received with the return of the lead. Failure event was observed during analysis. A partial lead with the distal tip measuring 47.7 cm of insulation and 48.7 cm of lead coil was returned. External insulation abrasion breaching the outer insulation was noted at 10.6 cm to 10.7 cm and 10.9 cm an 11.0 cm from the distal end. This damage was consistent with friction to another implanted device or feature of the patient's anatomy. All other damages found were sustained during the lead removal procedure.

Event description:
This report is to advise of an event observed during analysis.